Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that they encountered repeated error 23003 on patient side manipulator (psm)1during instrument installation. Tse advised reseating the sterile adapter (sa) and trying a different instrument, but the issue persisted. Tse had the customer perform a hard power cycle, which initially appeared to resolve the issue. Abnormal instrument movement was then observed, and after the instrument was reinstalled the error reoccurred on psm1 axis 7. The user disabled psm1 and continued with the procedure using the remaining three psms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not use the instrument. The instrument engagement was failed with 23003 error. There was no injury to the patient.